Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level due to a lack of information regarding blood glucose values. Currently, additional details are awaited as the pump is being returned for further assessment, and no other corrective actions have been documented.